Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.

Manufacturer narrative:
Device not returned.